Event description:
The user was seen for activation following initial implantation in (B)(6) 2025. An appointment with another ent surgeon and performing a CT is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for activation following initial implantation in (B)(6) 2025. When performing a vibrogram, the user reported not hearing any sound at maximum levels. An appointment with another ent surgeon and performing a CT is planned. The surgeon is planning to surgically re-explore the ear.

Manufacturer narrative:
Additional information: according to the information received from the field the lack of hearing perception seems to be caused by a post-operative migration of the coupler from its intended position. Reportedly the coupler was reused during the implantation surgery, which might have contributed to the observed issue. Further the hearing thresholds deteriorated after surgery. However, the recipient is still within indication criteria. Diagnostic imaging and surgically re-exploring the ear is planned.